Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis showed that there were signs of less than optimal charger to ipg coupling. The physician suspected malfunction with the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis showed that there were signs of less than optimal charger to ipg coupling. The physician suspected malfunction with the ipg. The patient will undergo an ipg replacement procedure.